Event description:
A customer reported that the batteries in their freestyle flash blood glucose monitor had "drained" and the meter would not properly power on. As a result, the customer reported not being able to test, and reported feeling thirsty, sweaty, clammy, dizzy, and like they needed to frequently urinate. He then reported experiencing a seizure. He hit his head sometime during the course of the seizure, and paramedics were called. He was transported to a local hospital where he was diagnosed with severe hyperglycemia. Insulin was administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.